Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details and no product returned.

Event description:
A 68-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage e) underwent impella support via right femoral percutaneous arterial access. The impella cp was implanted on (B)(6) 2026 at 08:45 am and explanted on (B)(6) 2026 at 12:08 pm. During support, the registered nurse reported concern for possible hemolysis, noting minimal urine output since implantation with a change in urine color from amber to tea-colored, and laboratory samples reported as hemolyzed. At the time of the report, the pump was operating at p9; subsequently, the physician reduced support to p5 with documented flows of 2.9 l/min. Despite these measures, the patient¿s condition deteriorated, care was withdrawn, and the patient expired prior to explant. Hemolysis was suspected in the setting of critical illness and impella support; however, a causal relationship between the device and the reported event cannot be definitively determined. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.